Event description:
A malfunction on the pump was reported by the caller, but no significant events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after doing so, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if any malfunction code reappears.